Event description:
Hset used in original case with duragen and duraseal. Infection was found and revision was done to remove all product. Surgeon noted that he did not believe the hset was the cause of the infection.